Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture. The lead was not installed and a new lead was implanted successfully. The patient was in good condition.

Manufacturer narrative:
(B)(4).